Event description:
Ethicon, the distributor of biopatch, stated that their affiliate in (B)(6) reported that a pt used biopatch for an unk indication, for about one week, and subsequently experienced a local skin reaction. The treatment and outcome of the condition are not known. Additional clinical info has been requested from the reporter.

Manufacturer narrative:
It is integra's policy to report all events regarding the use of this product in children. The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.